Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away. The patient's sister called to request a return label. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Therefore, based on the information available at this time, the device did not cause or contribute to a serious injury or death. A report will then be filed with all regulatory agencies. The dreamstation auto CPAP device was returned for evaluation, and the technician observed missing filter and scratched ui panel. No errors were found; therefore, components were replaced to correct a malfunction. The device was scrapped.